Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that there was chronic high out of range pacing impedance measurements of greater than 2500 ohms for the right atrial (ra) lead. The field representative reached out to the clinic and found that the ra lead is fractured and they reprogrammed the implantable cardioverter defibrillator (ICD) to single chamber with all the ra lead diagnostics and functions programmed off. No adverse patient effects were reported.